Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned packaging found white residue that is visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. The adhesive residue is acceptable and does not contact the implant which is contained in a poly bag. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to the packaging design due to the small clearance between the tyvek lid and retainer. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the sterile packaging of the stubby stem extension, it was noted that there appeared to be either shaved plastic or some other sort of contaminant on the inner packaging. There is no additional information available.